Event description:
Reportedly, after the insertion, customer used this device with external pacemaker but it was unable to pace. Since the pacing wave form was not shown, customer removed the device and another catheter was used. No pt complications were reported.

Manufacturer narrative:
Device not returned.